Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose of 20mg/dl. It was stated that the customer passed out and his wife found him on the floor. The customer was treating off the sensor glucose and not his blood glucose. It was also stated that the customer kept treating his high blood glucose with his insulin pump. No further information was provided.